Manufacturer narrative:
(B)(4). Investigation summary: post market vigilance (pmv) led an evaluation of one photo and four sealed ta 90 4.8 staplers. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that after firing the ta they observed about ten open staples in both ends of the suturing line which fell into the patient's cavity during a colectomy procedure. The photo depicts a hand drawn illustration of a straight line with what appears to be three staples and two staples above the line. The instruments were received loaded with a 4.8mm single use loading unit (sulu) each. Visual inspections of the sulu cartridges noted that a full staple complement was present in each. Functionally, the instruments and sulus were applied to test media with proper staple formations. Visual and functional testing of the returned samples confirmed the products met quality release specifications and the reported condition was not confirmed. A review of the device history records indicates these device lot numbers were released meeting all quality specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. The file will be closed as fired satisfactorily as the devices were found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: open right colectomy. [(B)(4) for same procedure, same case]. (B)(6) male patient. Slim patient, no risk factor, no chemotherapy. Gastric surgery antecedents; this is why it is decided to perform the open colectomy. Surgeon performed the tumor resection using a ntlc75 (ethicon) and anastomosis using our ta9048s creating a similar suture as the one done with the circular one. When firing and opening the ta device they observed about 10 open staples in total in both ends of the suturing line which fell in patient's cavity and were manually retrieved. They movilized the area and cleaned it and they did not observe the stapling line to be opened. They finish and close the surgery with no further issues. No reinforcement material used. Surgeon informs about 80 min used in the whole surgery and described it as a fast one. Slight bleeding (about 100ml). That same day in the evening the patient presents breathing issues and is done a prc 128 test with no leukocytosis. On wednesday (B)(6) the breathing issue got worse and at night presents distress. They put the patient a mask and got partially better. On thursday (B)(6) the patient is moved to ward where he presented multiple organ failure with lividness. Patient is done a cat scan where it is observed pneumoperitoneum with free-flowing liquid and it is decided to perform a laparotomy. The laparatomy was performed by dr (B)(6) who informed that it was observed manual suturing at the both ends of the closing line of the anastomosis and completely open staples (u form) /dehiscence in the area where no manual suturing was done. On friday patient presented exitus due to septicaemia. Additional information received via email: can you please expand on what a prc 128 test? This is a test for c-reactive protein which is made as a marker of inflammation as part of the protocol that is being within the next 24 hours after the surgery. The test values were 128 mg which is within normal parameters. There was no leukocytosis. Surgeon does not remember the exact values on neutrophilia but they were as well within normal parameters. What does the word movilized mean, should this be mobilized? The anastomosis is normally done outside patient body and on sterile field. Once the anastomosis is tested and nothing unusual is detected, it is introduced again inside the patient's cavity, then they clean the area before closing. What is meant by the wording lividness; presented multiple organ failure with lividness? There is lividity one there is cutaneous/dermal hypoperfusion in the patient, normally due to a severe inflammation the body reacts concentrating blood in vital organs (lung, heart, brain) and so the perfusion decreases in the skin and in other non-vital areas. This lividness/lividity causes a pallor/whitish bluish coloration in the skin due to an extreme hypoperfusion in the skin. Additional information requested via email: it states in the description that gastric surgery was an antecedent to this procedure. What was the date of the gastric surgery? What was the preoperative diagnosis for the gastric surgery? What was the patient's preoperative diagnosis for this surgery? What medications was the patient on preoperatively and post operatively? What were the patient's comorbidities? (Diabetes, hypertension, peripheral vascular disease, cardiovascular disease etc.) What was done during the reoperation to close the anastomosis? Is (B)(6) the date of the original surgery or the date of the reoperation?